Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose of 259mg/dl. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer mentioned being hospitalized, but he does not have any additional information and does not know the cause of his admission. The customer was not feeling well at time of call. The caller stated that his blood glucose has been high and low for several weeks. No further information was provided.